Manufacturer narrative:
Add'l info will be submitted if the device is received and the quality investigation is completed.

Event description:
It was reported that during a navigated procedure, 3d-kit siemens iso-c caused a 30 minute delay because the c-arm would not activate. As a result, navigation was aborted and the procedure was completed using standard 2nd fluoro without incident. No adverse consequence was reported.